Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 270-343 mg/dl. Customer changed the pump supplies prior to calling tandem technical support, therefore, no troubleshooting was performed. The cause of the occlusion was not known. No issues were identified with the cartridge or infusion set.